Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6), 2015. According to the complainant, on (B)(6) 2016, a replacement procedure was performed. During withdrawal of the placed device, the internal bolster detached from the tube. It was then retrieved using the endoscope and retrieval net. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.